Manufacturer narrative:
The reported complaint of failure to remove the setscrew from the header of the device was confirmed. Analysis found that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from engaging the v-setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset, a wrench could be fully inserted into and engage the setscrew inset and untighten the setscrew. The blood most likely came through due to a damage to the septum in the form of a hole punched through it. Battery depletion analysis: the device has reached normal eri.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device replacement procedure, the set screw was unable to loosen from the header of the device. The physician elected to cut off the right atrial and right ventricular leads to remove the device and resolve the event. The patient was stable with no consequences.